Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the handle was getting stuck. The mesher was stated to be "ancient and clearly wear and tear." No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned a skin graft mesher device for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher three times. The last repair was august 17, 2017 where it was reported that the handle is stuck on the mesher and the roller, worn bushings, worn side plates, and gear were replaced. Product review of the skin graft mesher revealed that the ratchet gear was stuck on the roller which damaged the roller and ratchet gear. The comb was also damaged. The calibration was within specifications and the device produced a passing sample mesh. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, damaged comb, and ratchet gear. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the ratchet gear was stuck on the roller which caused the handle to get stuck and not work. The cause of the handle not working/ being stuck was due to the ratchet gear being stuck on the roller. The root cause of the handle not working/ being stuck could not be determined with the provided information since it is unknown how the ratchet gear and roller became damaged. The issue was resolved with the replaced roller and ratchet gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.